Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated that they had a pump refilled on monday ((B)(6) 2024) and they had heard their pump alarming since tuesday ((B)(6) 2024). The patient stated that he had been hearing it sporadically. The patient reported that one of the days it alarmed one time for 20 seconds. The patient stated that he pushed down on the pump and the alarm went away. The patient stated he was not having any symptoms. Technical services recommended that he follow up with his physician. Additional information received from the patient stated that their pump got to the low reservoir alarm prior to the pump refill due to being in the hospital and was unable to get their pump filled. The patient reported that shortly after the pump refill, they were still hearing the pump alarm daily and multiple times per day. The patient described the alarm as a single tone beep that lasted for about 15 seconds. The patient also mentioned that pentec just interrogated that pump and it showed nothing was alarming. The agent reviewed considerations, redirected to their hcp and recommended the hcp call pump technical services while with the patient for further assistance. Additional information received from a consumer and health care provider indicated that the patient had a refill on (B)(6) 2024 and previously had a low reservoir alarm going off. The hcp stated that the pump was updated and the patient went home and then called back and said the pump alarmed. The hcp stated that the patient got their pump interrogated today and no alarm or banners or events showed up in the logs/on the home screen. The hcp stated that the patient then reported they heard the alarm once per day. Technical services confirmed that they played the alarm sounds for the patient and discussed alarm intervals and ruled out external factors that could have caused the alarm sound - phone, tablet, etc. Technical services also discussed updating the pump for peace of mind. It was also confirmed that the patient was not symptomatic. Additional information received from a consumer and health care provider indicated that the nurse saw the patient on (B)(6) 2024 for a refill and the low reservoir alarm was occurring and it was the first time the pump had been interrogated with the v2 software. The nurse stated that she refilled the pump and updated all programming. The rep also stated that the patient called a day or two later stating his pump was audibly alarming again. The nurse stated that on (B)(6) 2024, she interrogated the pump and saw no new alarms just the previous low reservoir alarm and all programming was accurate. Nothing more was done and the patient still was stating that the pump was alarming. The nurse was going back today to interrogate the pump. Technical services discussed with the caller the active alarm tab on the home screen and silencing the alarm. It was also discussed that the event was being evaluated by engineers. The caller stated that the patient was difficult to work with and this situation had created anxiety.